Manufacturer narrative:
(B)(4). The device (catalog number) is not sold in the us. Similar device/component sold in the us.

Event description:
The customer reports of a break/crack in the device (juncture hub photo).

Event description:
The customer reports of a break/crack in the device (juncture hub photo).

Manufacturer narrative:
(B)(4). The device (catalog number) is not sold in the us. Similar device/component sold in the us. The customer provided three images of the catheter extension lines and the defective juncture hub. The customer returned one 5-lumen cvc for analysis. Visual examination revealed signs-of-use in the form of biological material in the extension lines. Further analysis also revealed a large hole behind the suture wing of the juncture hub. The hole was adjacent to the medial 1 (gray hub) and medial 2 (blue hub) lumens. Microscopic examination revealed that the edges of the opening were uniform and appeared smooth, indicating that contact with sharps potentially caused or contributed to the damage. After failing functional testing (see below), the hole in the catheter was widened with a lab inventory clamp. When held at a certain angle under the microscope, the hole revealed that the compartments for the medial 1 and medial 2 lumens had ruptured. Water was injected through all five lumens of the catheter. For the distal, proximal, and medial 3 lumens, water was observed exiting out of their respective skive holes at the distal end. When injecting water through the medial 1 and medial 2 lumens, water was observed leaking out of the hole in the juncture hub. With the distal end of the catheter body occluded, water was once again injected through the medial 1 (gray hub) and medial 2 (blue hub) extension lines. When injecting water through medial 2, water was observed exiting out of the hole and back through medial 1. The same occurred when injecting water through medial 1. A lab inventory guide wire with a diameter that matches that of the guide wire included in the cvc kit was passed through the distal end of the catheter. Minimal resistance was encountered , and the guide wire was able to pass completely through the catheter. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit warns the user, "using catheters not indicated for high pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury". The customer stated "administration of the contrast medium by an automatic high-pressure injector" and the catheter in this kit is not indicated for pressure injection. Therefore, over pressurization could be a potential cause of the damage to the juncture hub. The IFU also cautions, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report that the juncture hub was cracked/separated in use was confirmed through complaint investigation of the returned sample. Visual examination revealed that the edges of the hole in the juncture hub appeared uniform and smooth indicating that contact with sharps potentially caused or contributed to the damage; however, the customer claims that the damage was observed "after administration of the contrast medium by an automatic high-pressure injector". As the catheter involved with this complaint is not manufactured for high-pressure injection, it is possible that the damage was caused by over-pressurization. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. Based on the customer description and the sample received, the root cause of this complaint is unintentional user error. Teleflex will continue to monitor and trend for reports of this nature.